Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, partially separated and broken off. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
We received the following report. During a hepatectomy, the subject device was used. When the user activated output in seal mode, probe damage error (u504) occurred. When the user took the device out of the patient, several pieces of the tissue pad of the device came off. The user did not find that the pieces fell inside the patient, but the user conducted intraperitoneal irrigation just in case. Since the user communicated with the distributor and confirmed that the tissue pad had biocompatibility, judged that there was no effect on the patient. The intended procedure was completed. No patient injury report was received. On may 27, 2019, we found that the following. The tissue pad was partially separated. The coating for electric insulation of the probe was partially missing. This is the report regarding the separation and the falling of the tissue pad, and the missing of the probe coating.